Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to verify if the meter was connected with the device. Customer's blood glucose was 433 mg/dl. Customer will not be returning the device for analysis.